Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent had moved on the balloon. During preparation pf the procedure it was noticed that the 3.00 x 16 synergy ii drug-eluting stent had moved on its balloon. This was discovered outside the patient's body. Another of the same device was used to complete the procedure without further issue and no patient injury.

Event description:
It was reported that the stent had moved on the balloon. During preparation for the procedure it was noticed that this 3.00 x 16 synergy ii drug-eluting stent had moved on its balloon. This was discovered outside the patient's body. Another of the same device was used to complete the procedure without further issue and no patient injury.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a synergy ous mr 3.00 x 16mm stent delivery system. Visual examination of the stent found signs of stent damage. The stent struts from the proximal half of the stent were lifted and bunched distally, also the stent struts at the distal end of the stent were flared. There was no area of undamaged stent in which to obtain an undamaged stent out diameter measurement. The balloon cones were reviewed, and no damage was noted but they did not appear to be tightly wrapped. Visual and microscopic examination of the bumper tip showed no issues. Visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. No other issues were identified during the product analysis.